Event description:
It was reported that the device had all three icons (charge-pak, attention and service wrench) illuminated. This is indicative of a device that will not be able to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device at the failure analysis center and verified the reported failure. The cause the reported failure was determined to be due to a faulty integrated circuit chip flash memory, designator u2, on the digital pcb assembly. The customer received a replacement device.